Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, a s233 (over temperature-psc) malfunction alarm code was noted in the device history. Further testing found that the device did not pass the power up test with the fan assembly not functioning. The probable cause of the s233 malfunction alarm code was a broken fan. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device had a s233 (over temperature-psc) malfunction alarm code. The device was returned to the biomedical department with a note attached that stated, "s233 malfunction alarm. Fan not working." During testing at the user facility, the device did not pass the power up test and the fan was not functional. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.